Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass, the reload would close but would not open and complete the cycle. This happened after the 5th fire. Earlier this handle was on a charger that would constantly blink and not charge the device. The charger was replaced and charged the handle. The adapter was reattached and the battery indicator went yellow, they reattached it again and it went green. The patient is alive and has no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Analysis of the system logs showed the close key is being held down while the reload is being connected. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, a software error was identified during product analysis. The root cause of the observed condition was determined to be a result of a software error where pressing the close key shortly after attaching a reload can cause two simultaneous clamp motor movements (clamping and lazy jaw) on motor one. Simultaneous start motor movement on same motor could cause race conditions and that could cause the system to become unresponsive. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.